Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one interlink(tm)continu-flo solnset 3inj sites 10dpm in which a leak was observed. It was reported that the set "sprayed." The set was infusing propofol into a patient by an anesthesiologist. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date that the event occurred is unknown. The sample is reported to be available for evaluation. If the sample is received, or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was visually and microscopically inspected during product evaluation. The reported condition was confirmed during evaluation, as a leak that was found near the center y site. However, the cause could not be identified.